Event description:
It was reported by the customer that the needle broke during use. The breakage occurred near the connection of the vacutainer while sticking the patient. It was reported that no injury occurred as a result of this report.